Event description:
It was reported that a technician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, before deploying the foot, the suture was noted to be broken. The device was removed over a guide wire, and a second proglide device was used to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.

Event description:
The account stated there were barcode misreads on the inpeco system. One example provided was specimen ID (B)(6) was placed on the inpeco system with a message duplicate sample in storage. The telepath system was reviewed showing a glucose result assigned to specimen ID (B)(6). Specimen ID (B)(6) was asked to be delivered from storage and specimen ID (B)(6) was delivered. The operator suppressed the glucose result and reran both specimen ids for the correct results. No incorrect results were reported outside of the laboratory. No impact to patient management was reported.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the needle plunger remained in the pre-deployed position. There was no slack present on the link. Approximately, one inch of the rail-end of the suture was exposed; the remaining suture was intact and remained in the device. Although there was evidence of loctite inside the posterior shank, the posterior needle tip was detached from the posterior shank. Since the device was received out of the package, it could not be determined when the posterior needle tip detached from the posterior shank. There was no abnormal observation with the condition of the returned device that could have contributed to the reported product experience. Based on the investigation, a root cause could not be determined for the detached posterior needle tip from the posterior shaft. No manufacturing or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report.